Manufacturer narrative:
(B)(4): a f/u report will be submitted once the investigation is complete.

Event description:
It was reported by the customer the device has a main board problem. There was no report of patient involvement.